Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer received a blank display after changing their battery. It was also found the customer received several battery out limit alarms, weak battery alarms and failed battery test alarm on their insulin pump. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Customer's blood glucose was unknown. The customer will be sent a replacement battery cap. No additional information provided.

Manufacturer narrative:
The insulin pump was monitored and all operating currents tested within specified range and no battery alarms or blank display was noted. However, a corroded battery tube was noted. A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.